Event description:
It was reported that an inflatable penile prosthesis (ipp) pump would only work for three pumps and then it would stop. A new ipp device was implanted. No further details were provided in relation to the event.